Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that they had a high blood glucose value of 440 mg/dl. Patient's current blood glucose value: 175 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege pump for under delivery. Caller was advised to call back when the pump is there so helpline can troubleshoot his granddaughter's blood glucose value. The customer was treated with pump only by bolusing. The device is not expected to be returned for analysis.